Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-13155 and 13157. The pt has 2 ipg's from different lot numbers. Both devices are being reported since it is unk which device was related to this event. It was reported the pt's lumbar scs system had not been functioning for a couple of months. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.